Event description:
It was reported that a guidewire distal tip damage occured. While preparing the 035/260/1 (bx/5) amplatz super stiff¿ for a transcatheter aortic valve implantation, the distal coil was damaged. A second wire, from the same package, was selected and the coil was also damaged. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable. However, returned device analysis revealed a corewire broke.

Manufacturer narrative:
(B)(4). Unit returned with its original pouch. The unit returned has the coil unraveled, as part of overall visual revision. The visual inspection was performed and the device presents the distal end unraveled and the corewire broken from the ballweld. All the outer diameter (od) taken met specifications. Guidewire overall length could not be measured due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that "doctor tried to give the tip of the wire the right shape". The directions for use states; ¿the tip of the guidewire is not designed to be reshaped. Reshaping of the tip could result in damage to the guidewire.¿ the most probable root cause is considered user related. (B)(4).